Manufacturer narrative:
B.5 - corrected the following sentence from the second paragraph: among all patients, the cumulative one-year all-cause mortality included approximately 120 patients. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: koyama y et al. Prognostic impact and periprocedural complications of chronic steroid therapy in patients following transcatheter aortic valve replacement: propensity-matched analysis from the (B)(6) registry. Catheter cardiovasc interv. 2020 mar 1;95(4):793-802. Doi: 10.1002/ccd.28332. Epub 2019 may 21. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an assessment of the effect of chronic steroid use on peri-procedural complications and clinical outcomes in patients who underwent transcatheter aortic valve replacement. All data were retrospectively collected from the optimized catheter valvular intervention-transcatheter aortic valve implantation (ocean-tavi) multi-center registry between october 2013 and july 2016. The study population included 1,313 patients and was predominantly female with a mean age of 84 years. Of those, 133 were implanted with medtronic corevalve transcatheter bioprosthetic valves. Valve sizes used: 26 mm (77 patients) and 29 mm (56 patients). No serial numbers were provided. Among all patients, the cumulative one-year all-cause mortality rate was (B)(4)%. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation; second valve implantation for unknown reasons; stroke (ischemic, hemorrhagic, disabling, or transient ischemic attack); annulus rupture; acute coronary obstruction; peri-procedural myocardial injury; major/minor vascular complications; access route (puncture or surgical cut down) or non-access route vascular complications; red blood cell transfusion; and life-threatening/major bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.